Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ls w/red plunger was hard to use. This occurred on 400 occasions. The following information was provided by the initial reporter: plunger is very hard to use. We have had a batch of the above syringes that the plunger is very hard to use. The anaesthetists use this particular syringe when delivering the muscle relaxant to patients and the plunger needs to slide more easily. The affected batch has been removed from the shelf. Brett has located some with a different lot number which appear to be fine and filled their spot in tg14.

Event description:
It was reported that syringe 5ml ls w/red plunger plunger was hard to use. This occurred on 400 occasions. The following information was provided by the initial reporter: plunger is very hard to use. We have had a batch of the above syringes that the plunger is very hard to use. The anaesthetists use this particular syringe when delivering the muscle relaxant to patients and the plunger needs to slide more easily. The affected batch has been removed from the shelf. Brett has located some with a different lot number which appear to be fine and filled their spot in tg14.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-25. H6: investigation summary: one actual sample and one hundred representative samples were received by our quality team for evaluation. Thirty representative samples were subjected to the breakout and sustaining force test and showed that the plunger breakage and sustaining force is within the product specification. Thirty representative samples were subjected to the silicone content determination test and showed that the silicone content force is within the product specification. Therefore, the team was not able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team investigation, the root cause could not be established. H3 other text : see h10.